Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013, due to an observed metal reaction. It was reported surgeon had difficulty separating the femoral head from the stem resulting in a delay of over 30 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.